Event description:
A malfunction was reported on the pump, possibly related to humidity exposure. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump, as it was within warranty, and instructed the customer on the required steps for returning the faulty pump and transitioning to the new one, including software updates and usage instructions for a g7 sensor with the replacement pump. The customer was advised to consult a healthcare professional for backup therapy and confirmed understanding of the instructions provided.